Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tube of the device was allegedly broken after completion of 5-fu administration for two days, upon needle removal by the patient him/herself at home, while removing the dressing. Reportedly, the patient didn¿t pull the needle strongly. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken infusion set extension tube was confirmed and the cause appears to be use related. The product returned for evaluation was one 22ga x 0.75" huber plus safety infusion set. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed approximatley midway along the length of the extension tubing. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Based on the event description, the sharp instrument contact that resulted in device damage may have occurred during dressing removal. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tube of the device was allegedly broken after completion of 5-fu administration for two days, upon needle removal by the patient him/herself at home, while removing the dressing. Reportedly, the patient didn¿t pull the needle strongly. There was no reported patient injury.